Manufacturer narrative:
Batch review performed on 29 april 2026 reverse shoulder system 04.01.0121 humeral reverse hc liner d 36/+6mm (k170452) lot: 2411524: (B)(4) items manufactured and released on 05-jul-2024. Expiration date: 10-jun-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0169 glenosphere - d 36x24.5 (k170452) lot: 2409249: (B)(4) items manufactured and released on 02-feb-2024. Expiration date: 26-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: dislocation is a literature-described adverse event following primary joint arthroplasties, and its causes are often multifactorial or unknown. In this case, no device-related issue, manufacturing defect, or systemic deficiency was identified. The surgeon believed that overstuffing of the implant may have contributed to the dislocation by increasing soft tissue tension and altering joint biomechanics and therefore no definitive root cause could be established.

Event description:
At about 2 months from the primary, the patient came in presenting pain as a result of a dislocation of the glenosphere and liner and the cause is unknown. There was no reports of trauma. The surgeon believed that the implant had been overstuffed and that this may have caused the dislocation. The liner was revised from an hc liner d 36/+6 mm to an hc liner d 36/+3 mm. The surgery was completed successfully.